Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports device is broken. On (B)(6) 2014, dealer reports doctor was cutting tissue with scissors when it broke. He accounted for all parts, no harm done. No further information available.